Event description:
It was reported by the affiliate that during a colon procedure, the device cut but did not staple. The surgeon made a manual anastomosis. The patient is well.

Manufacturer narrative:
.